Event description:
The facility reported a pump in which the "IV chamber will not clamp IV tubing." This occurred during bio-med testing. There was no patient injury or medical interventiion necessary according to the hospital representative.